Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Per the patient the boluses per day were: up to 10. The indications for use were non-malignant pain and chronic low back pain. The patient reported their handset was working great in the beginning, but within a few weeks, it kept kicking them out, had to restart, and taking forever to go through and give them a bolus. The patient confirmed 90% lag issue. The agent reviewed information and walked the patient through clearing data and closing all apps. The patient was then able to connect to the pump without lag issue. The patient will monitor lag issue and call back if further assistance is needed.